Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of the 5f exoseal vascular closure device (vcd) for vessel closure, after the indicator window turned black, the plug button could not be pressed. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.